Event description:
The aci clinical specialist reported that a female patient underwent an interventional peripheral procedure on (B)(6) 2013. Access was obtained at the common femoral artery via a 7f sheath (model unk). A buddy wire (guide wire) was utilized. Peri-procedure, the patient was anti-coagulated with 6,000 units of heparin. A pre-procedure femoral angiogram revealed presence of "severe" pvd/calcium in the vicinity of the access site and the vessel size to be 7mm. Following the procedure, the physician who is a trained user, selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that the device was inserted into the procedural sheath, the balloon was inflated and the physician pulled back to the arteriotomy. The physician opened the sheath side port and the buddy wire (guide wire) was removed. At this point, the inflation indicator was still u, "but the physician felt that the device pulled back more than usual". The physician maintained tension and proceeded with the deployment. The physician shuttled down then withdrew the sheath from the tissue tract. The physician deflated the balloon. When the technician removed the white tamp tube (advancer tube) from the tissue tract, the sealant was attached to the advancer tube. Manual pressure was applied for 30 minutes at which time hemostasis was obtained. The clinical specialist was present for this procedure and reported that she was unable to test the device after the procedure because the device was thrown away by the time she was finished checking on the patient.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. A review of the lhr was not possible as the lot number was not provided. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined.